Event description:
It was reported that the user received alert code 38 indicating a motor stall while using an inset infusion site, after which they disconnected and successfully performed a dry run to 80 units and then completed a full supply change with new materials, resolving the alert. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included guided troubleshooting, a dry run to assess motor function without patient connection, and an on-call education session covering a complete supply change. Investigation of this case revealed that the motor operated normally during the dry run and that replacing the infusion set and supplies resolved the consecutive motor stall alert, consistent with an infusion set or disposable supply issue rather than a pump hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable factors related to infusion set or disposable setup.

Manufacturer narrative:
Initial.